Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles anomaly. The customer's blood glucose level was 9.8 mmol/l at the time of the incident. The customer reported air bubbles coming from the black o-rings. The customer stated that the air bubbles were about 2 mm. The product was not returned for analysis.